Manufacturer narrative:
After information was received on march 8th 2019, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and/or serious injury. As a result, the prior submission for submitted on march 08, 2019, is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the healing abutment (itha54) would not completely seat onto the implant. The abutment was left in place until the next appointment.